Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 20mm sapien 3 ultra resilia valve in the aortic position, when the fcs removed the valve from the plastic holder, they noticed a 'white' thread sticking out of the outer skirt. The fcs put the valve in the rinse bowl to see if it was a lose thread or connected because they did not want to pull on it. The thread continued to "wave" off of the valve while in the fluid. The thread looked similar to a snagged tread that pulled out a bit. The fcs made the physician aware, and it was decided to open a new valve for implant while keeping this one on the table for a back-up as it was the only other 20mm in inventory. They were unable to get any photographs of the thread. The second valve was opened and deployed without incident. There was no patient involvement, and no patient was harmed. After the procedure the fcs had difficulty finding the thread, (it was very thin with a little thicker or balled up piece at the end). They did not want to try and dig for the thread so as not to impact the integrity of the device evaluation by causing more damage than was originally there. They were unable to get any photographs of the thread.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the returned device was visually examined for any abnormalities and the valve may have potential particulate. The pe lab found no particulates or loose threads were observed on the valve. The outer skirt was found to be in good condition and no cosmetic defects were observed. No defects were observed on the valve. The complaint for particulate was not confirmed based on the observation from returned device. A review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Additionally, during the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, 'during a tavr procedure with a 20mm sapien 3 ultra resilia valve in the aortic position, when the fcs removed the valve from the plastic holder, they noticed a 'white' thread sticking out of the outer skirt'. Per visual inspection of the returned device, no white threads were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.